Manufacturer narrative:
H6: medical device problem code 2017 - incorrect prep. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the device was not prepared (air aspiration) outside the anatomy. It should be noted that the cdc, nc trek rx, global, instruction for use specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violations of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported compliant. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The nc trek rx balloon dilatation catheter (bdc) was inflated about 3-4 times at an unknown pressure, however, the balloon completely failed to deflate and was withdrawn inflated. There was no difficulty removing the protective sheath. The device was not prepared (air aspiration) outside the anatomy prior to use. Contrast mix used was per instructions for use (IFU). There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.